Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly.  Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene, ethibond suture, involved caused and/or contributed to the adverse events described in the article, specifically: post-op: tear recurrence, anchor pullout, adhesive capsulitis, intra-op: intra-op ethibond suture breakage. If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene, ethibond suture? (B)(4).

Event description:
It was reported in a journal article that a patient underwent arthroscopic repair on unknown date and suture was used as a traction suture to apply tension to the tendon. The sutures were passed through the lateral edge of the cuff tissue using a spinal needle or a suture punch. Following the procedure the patient possibly experienced tear recurrence, possible anchor pullout. It was also reported that the patient may have experienced postoperative adhesive capsulitis which resolved after 4 months of physical therapy. Additional information has been requested.